Manufacturer narrative:
Litigation papers allege the patient experienced constant pain and discomfort after right hip implant. She suffered from constant inner groin pain, difficulty stading, difficulty walking, swelling and redness in and around the hip joint. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update 04/12/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported unable to stand for long periods of time, requires an aide to assist with activities of daily living, requires a walker for ambulation, several falls, weakness, daily pain medication needed and basically homebound. Medical records reported falls on right hip. Pathology reported adverse local tissue reaction and revision surgical report noted extensive scar tissue and metal debris was debrided from tissue. Part/lot updated no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/12/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported unable to stand for long periods of time, requires an aide to assist with activities of daily living, requires a walker for ambulation, several falls, weakness, daily pain medication needed and basically homebound. Medical records reported falls on right hip. Pathology reported adverse local tissue reaction and revision surgical report noted extensive scar tissue and metal debris was debrided from tissue. Part/lot updated. The complaint was updated on: may 4, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient experienced constant pain and discomfort after right hip implant. She suffered from constant inner groin pain, difficulty standing, difficulty walking, swelling and redness in and around the hip joint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not returned for examination. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metallosis.